Manufacturer narrative:
The investigation of high purge pressure has been completed. The cause of the high purge pressure issue was not determined since product was not returned and sufficient clinical information was not provided. E4 should have been left blank on manufacturer device report 1220648-2024-24739. G2 report source; foreign was missing from manufacturer device report 1220648-2024-24739.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
A complainant reported the patient was on impella 5.5 support. While on support, there was a report of high purge pressure. The decision was made to start lysis and the issue resolved. The patient survived the event.